Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with under-sensing on their atrial lead. Patient then presented to the clinic on (B)(6) 2021 for a check. The lead was found to have normal measurements, but its sensitivity settings were reprogrammed as a precautionary measure. Patient was stable after the event.